Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed upon receipt, there was no damage to the housing, battery door or battery compartment, but there were minor scratches to the liquid crystal display lens. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as both the upstream and downstream sensors passed calibration testing. However, the upstream sensor failed to alarm when the tubing was clamped during priming. Root cause of the reported issue is unknown as there was no problem found with the calibration, but the upstream occlusion sensor failed for (pounds per square inch) psi testing. Recommend replacing the upstream occlusion sensor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: b5: correction: describe event or problem: updated with additional information received.

Event description:
Additional information was received by the manufacturer on (B)(6)2022 via email and attached in the complaint object. No patient incidents, the issues were found during testing.

Event description:
It was reported that the pump failed calibration. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.